Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of occlusion is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, a non-abbott stent was implanted in the mid left anterior descending (lad) artery, and the patient was discharged on (B)(6) 2010. On (B)(6) 2010, during evaluation, cardiac catheterization was recommended. Angiography revealed 90% stenosis of the right coronary artery (rca). The stent in the lad was patent. The 2.5 x 12 mm promus was implanted in the right posterior lateral (rpl) and post-dilatation was performed. It was noted that plaque shift occurred, leading to jailing into the small branch of the rca. Dilatation was performed with a non-abbott balloon and blood flow was restored. The procedure was successful. No additional information was provided.